Event description:
The manufacturer received information alleging the internal verification test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the manufacturer service center when the issue occurred on the device. During the evaluation it was noted that the devices muffler assembly had caused the internal verification test step to fail on the device. In conclusion, the device's muffler assembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly (pca) was replaced for an error code, start/stop latch set failure (e-0291), that was observed on the device's error. This was unrelated to the reportable issue. The device passed all final testing.